Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging inaccurate high readings on her one touch ultra 2 meter compared to another meter .a medical surveillance specialist (mss) sent follow up questions and obtained the following information: on the afternoon of (B)(6) 2012, the patient had obtained a result of 240 mg/dl on her ultra 2 meter and less than 30 minutes later obtained a 180 mg/dl on another device. The patient had developed symptoms which had consisted of feeling dizzy, sweaty and had a headache. She also had a wound on her foot. The patient went to the hospital on (B)(6) 2012 due to the readings she had obtained on her meter and her symptoms. Her initial reading in the hospital was 448 mg/dl and later a 220 mg/dl using the hospital device. She was treated with lantus and humalog insulin. The patient was hospitalized for two weeks for inr (prothrombin ratio), diabetes and a wound on her foot. A normal reading for the patient is between 130-140 mg/dl and she is testing her blood glucose at least six times a day. The patient's regimen was changed after the hospitalization and was advised to take her lantus insulin 4x a day. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The technique of applying blood on the test strip was correct. The products were replaced and requested back for investigation. The complaint is being reported since the patient was hospitalized for two weeks for an initial reading in the hospital of 448 mg/dl and was treated for her diabetes, inr and a wound on her foot.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) k053529.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 3/27/2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.